Manufacturer narrative:
Since the part number and lot number are unknown, the UDI is unknown. This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the doctor had difficulty placing the articular surface onto the tibial implant.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The complaint product was returned and examination of the returned part determined that, the art surface shows gouges at ends and damage at the dovetail feature i.e, one side is compressed and other side is flared out. These can be observed in the attached photos through visual inspection. Dimensional analysis of the liner found no deviations from the print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.